Event description:
Event description guidant received information that five days after the implant procedure, this ventricular implantable lead was explanted and replaced due to an unspecified problem with sensing. It was later reported that a chest x-ray revealed that the lead had dislodged secondary to a problem with the helix mechanism. Tissue was suspected to have been affecting the function of the helix mechanism. The lead was replaced with a competitor's lead.